Event description:
The territory manager (tm) of a (B)(6) female patient called in to zoll lifecor customer support to report that the patient's belt was not working. The tm also reported that the patient's belt had gelled. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon inspection, the electrode belt was found to have broken and bent connector pins. The electrode belt connector pins did not successfully mate with the connector resulting in a gelled belt. The belt delivered gel from the front therapy electrode pad only. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.